Manufacturer narrative:
Corsair catheter and fielder xt guidewire was returned to manufactured in a stuck condition each other. Tip of corsair was bent, and the trace of perforation was observed at tip end. Tip end section of the corsair seemed to have been bent at the perforated point, to make the perforated site outside of the bend. Lot history review revealed no anomaly relating to this event, no other incident report was received for this lot. It is inferred that the tip end of corsair micro catheter was bent in 90 degrees due to unidentified circumstance, where fielder xt guidewire was advanced from proximal of corsair, resulting the perforation of the tip end of corsair by fielder xt guidewire due to the force exceeding the product design limit. Warning section of the IFU describes ¿do not insert the guidewire by force or advance it rapidly when the microcatheter is bent or twisted. Such manipulation may cause rupture or damage of the microcatheter, or perforation of the blood vessel.

Event description:
Tip of asahi microcatheter corsair was in a 90 degree bend condition in the procedure to 100% calcified 40 months. Cto lesion in rca, where asahi fielder xt guidewire was advanced and it perforated the corsair just at the connection joint at the flexible tip and the distal portion of the shaft. Guidewire also perforated the vessel but the vessel perforation closed by itself. Procedure was continued with new corsair and the final outcome was good.